Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4 reference MFR. Report#: 1627487-2018-10149, 1627487-2018-10150, 1627487-2018-10151. It was reported that the patient's scs system was slated to be explanted for reasons currently unknown.

Event description:
Device 1 of 4 reference MFR. Report#: 1627487-2018-10149, 1627487-2018-10150, 1627487-2018-10151. Follow up revealed that the patient elected to have his scs system explanted per own request.

Event description:
Additional information received indicated that the ipg was explanted and replaced on (B)(6) 2020, not (B)(6) 2018 as originally reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.